Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder glenoid labrum repair surgery, the osteoraptor 2.9 w anchor fell off. The anchor was removed from the patient. The procedure was completed with a smith and nephew back up device by drilling an additional bone hole, using an anchor matching instrument to prepare the insertion site, and leaving a void in the patient. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference:(B)(4). H2: additional information on e1. Corrected data on h6 (health effect - impact code). H3, h6: part of the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor and sutures were not returned. The insertion device has no visible defect. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Based on this investigation, the need for corrective action is not indicated.